Event description:
The customer reported experiencing multiple intermittent occlusion alarms. Despite these alarms, there was no adverse impact to the customer's blood glucose level, and readings did not exceed 500 mg/dl or register as ¿high¿ on the cgm. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration, with actions being consistent across previous similar events.